Event description:
It was reported that an ht70 ventilator had a date and time reset error on power up. The ventilator was not in use on a patient at the time of the reported event. To address the issue, a service engineer (se) replaced the coin battery. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Catalog number and unique identifier (UDI) number added. Correction to contact information. Correction to the PMA / 510k #. Additional codes added to evaluation codes result and conclusion. Device evaluation summary: the coin cell battery was returned for failure investigation. The coin cell battery was measured using a digital multi-meter displaying a value of 0.183v (volts). The coins cell battery is depleted. The root cause of the coin cell battery depletion can not be determined. The pm schedule and what mode the ventilator was on during power up are unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.